Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff observed arcing from the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs instrument with the tip cover installed was removed, and inspection of the tip cover by the surgical staff found that there was a tear in the middle area of the tip cover. The planned surgical procedure was completed with a replacement tip cover accessory and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was not returned to isi for evaluation, as the initial reporter indicated that the tip cover was discarded, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received.